Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced iis filed under a separate medwatch report number.

Event description:
This is filed to report the air bubble in the hemostasis valve of the steerable guide catheter (sgc), which was aspirated for intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+ and a small left atrium. There was a small pre-existing effusion. Transseptal puncture was performed without issue. The steerable guiding catheter (sgc) was advanced into the anatomy. After removing the dilator, it was noted that the guide was on the lateral wall of the left atrium and an air bubble was seen in the sgc hemostasis valve. The sgc was taken out of the stabilizer and lowered, and the air was aspirated. The clip delivery system (cds) was slowly advanced; however, imaging was very difficult. After straddling, approximately 2-4 hours of m-knob was applied but the clip did not respond. The stabilizer was pulled back, and it was not possible to visualize the clip. The clip was then located in the coumadin ridge, and was stuck. Posterior guide torque was applied, and the cds was pulled back, but the patient blood pressure dropped to approximately 50. The effusion was checked, and was significantly larger. Pericardiocentesis was performed, medications were given, and patient was given a blood transfusion. The patient was converted to open heart atrial wall repair surgery. It was noted that the patients blood pressure was swinging between 187 to 80. The sgc and cds were pulled back to the right atrium, and the patient was placed on a pacer, but the heart did not resume beating and the patient died due to heart failure. The physician believes there may have been a perforation near the left upper pulmonary vein due to the poor echo visibility during clip advancement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported leak appears to be related to procedural conditions and likely due to the guide contacting the lateral wall of the atrium after insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.